Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms and high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they attempted to change the set, in order to resolve the high level. Troubleshoot was conducted. The device did not alarm during the manual prime. The customer was advised that the device is working as designed, and to monitor the device. The customer was advised to call back if issues persist.